Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned products identified that one of the implants had severe gouges around the collar and the external hex feature was stripped. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Functional testing to recreate the reported event could not be performed with an in-house stock cover screw due to the damage to the external hex feature. Based on the available information, device malfunction had occurred for one of the implants but the respective event (cover screw does not seat) could not be verified as the subject cover screw was not available for assessment. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID, age, and weight not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the bundled cover screw would not screw into the implant. The implant was removed and the customer had another implant in stock to utilize. Tooth location 19.